Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample was returned from lot. No. 7088948, cat. No. 320477. Visual examination was carried out on the returned samples and excessive adhesive on the non patient end of the cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is adhesive splatter from the dispense system.

Event description:
It was reported that excessive silicone adhesive was noticed on the bd ultra-fine¿ pen needle during use. The following information was provided by the initial reporter: "excessive silicon adhesive on the needle surface. Same as before."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excessive silicone adhesive was noticed on the bd ultra-fine¿ pen needle during use. The following information was provided by the initial reporter: "excessive silicon adhesive on the needle surface. Same as before"